Manufacturer narrative:
Received 1 used silicone foley catheter only. During the visual evaluation of the sample received, no defects were found. During the tactile evaluation on the surface of the catheter tip, no roughness was felt, and no defects were noted. The reported event was unconfirmed as the product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the outside of the device felt raised as if there was excess material. The device was inserted and used successfully; however, the patient allegedly experienced pain upon insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the outside of the device felt raised as if there was excess material. The device was inserted and used successfully; however, the patient allegedly experienced pain upon insertion.